Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00394-1, 3002806535-2020-00395-1. Correction: d2: it was initially incorrectly reported unknown hip arthroplasty. Please note that the correct common device name is: unknown knee arthroplasty. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). This is a combined initial / final MDR report. Concomitant medical devices: medical product: unknown bearing component, catalog #: unknown, lot #: unknown; medical product: unknown tibial component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00394, 3002806535-2020-00395. Email received stating no further information is available. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed.